Event description:
It was reported that during a dx pneumectomy procedure, the staples did not close completely. Another like device was used to complete the procedure. Bleeding occurred, but no transfusion was needed.